Manufacturer narrative:
The approved device history records indicate the device met all release criteria. The device was not returned to the manufacturer; therefore, an evaluation could not be performed. Based on the information provided, the root cause of this complaint cannot be determined.

Event description:
It was reported that during an attempt to place an azur coil in an arm av fistula, the coil would not form properly. As the coil was gently pulled back into the 2.4 progreat microcatheter, it detached from the pusher wire in the tip of the microcatheter. The pusher wire was advanced further in the microcatheter to wedge the proximal end of the detached coil to the microcatheter. The microcatheter and both sections of the coil were then removed together as one unit from the patient. The procedure was completed with good results. There was no reported patient injury.